Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a detached, creased, and bent interconnect cable at a connector on the analog board. The interconnect cable was replaced to remedy report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.